Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt is no longer receiving stimulation due to inability to establish communication between her ipg and external devices. The sjm rep confirmed the communication issue. As a result, the ipg was explanted and replaced which has resolved the stimulation issue. The pt is receiving effective stimulation post-operatively.